Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the peritonitis. The treatment for the peritonitis was not reported. The patient was discharged from the hospital after thirteen days. The patient was recovered from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.